Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion and it was noticed as the physician was inserting the device into the guide catheter the shaft snapped in half before it could be advanced to the artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer.: returned product consisted of an nc quantum apex balloon catheter. Tactile inspection and visual inspection under magnification were performed. The device was returned in two pieces and the balloon was tightly wrapped. The hypotube shaft was broken 75.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There was a shaft kink 14.25cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion and it was noticed as the physician was inserting the device into the guide catheter the shaft snapped in half before it could be advanced to the artery.